Event description:
It was reported that a patient¿s transfer set was leaking during drain five of peritoneal dialysis therapy on the homechoice device. The technical service representative advised the nurse to try and stop the leak using aseptic technique and to go to the emergency room for preventative measures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Upon conclusion of the investigation, the cause of the reported leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.